Event description:
The account stated a sample that was manually programmed for the rack into architect i2000sr generated a printout where the results did not match the sample ID. The sample was processed again with the same mismatched ID and results. Additionally, the sample was processed on another architect analyser with the same mismatched ID and results generated. No error messages were generated. No problems with any other samples. No specific patient information provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
An operator at the account was found to have manually entered an incorrect ID which caused the data to be associated incorrectly. No problem was found in the communication between the instrument and the network. No issues involving sample misidentification and no adverse trends involving the architect system were identified. Current labeling provides instruction for entering manual orders into the system. The operator incorrectly entered the sample number, thereby causing the sample identification issue. No deficiency was identified.